Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The svc coil was programmed off. Successful dft testing was performed. There were no adverse consequences and the patient is doing well after the event.